Event description:
During a scheduled removal of a wound drain, the nurse was unable to pull out the drain. The doctor then pulled the drain and it broke and left a portion of the drain inside the pt. The pt was taken back to surgery to have the indwelling drain portion removed. The retained piece of drain was not stuck to any of the soft tissue. There was not any suture near or aorund the drain. There was no any nicks or punctures noted to the drain itself. There was nothing noted to be impinging on the drain at the time of the second surgery. No further complicatons were reported.